Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. The device was tested using automated test equipment and no output was observed. The device was tested on the bench and the cause of the anomaly was suspected to be an open connection between components on the hybrid. Reliability laboratory technician. (B)(6).

Event description:
This report is to advise of an event observed during analysis.